Event description:
It was reported the patient experienced shocking/jolting and a return of pain. The patient stated this happened while recharging the device and specifically when she pressed the off button or the button to light up the screen to check coupling. The patient also had an implantable pump that had stalled the corresponded to the shocking sensations. Additional information has been requested, a follow-up reported will be submitted if additional information becomes available. Please see MFR. Report # 2182207200901960.